Event description:
The trufill dcs orbit coil could not be forwarded through the noncordis (bsic) microcatheter, not even with increased force. A new noncordis bsic coil was used successfully through the same microcatheter. No further procedural information is available. The embolic coil on the returned orbit system was noted to be stretched.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 13471456 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Kinks were noted on the hypotube. The cause of the kinks cannot be conclusively determined; however, based on the available information and inspections in place, there is no indication that they are manufacturing related. The support coil, gripper and embolic coil were inside of the introducer. Residues of a crystalline solution that appears to be contrast media were inside of the introducer, kinks were observed on the support coil. The od from the delivery tube was measured and found within specification. The gripper was inspected under microscope and no damages were observed. The embolic coil was found stretched. A microcatheter prowler plus cordis - lab sample was flushed using a lab sample syringe, then the trufill dcs orbit was purged using the same syringe and then was introduced on the microcatheter. Even with the damages on the returned device, no resistance or friction was experienced; the reported inability to insert the returned orbit system was not confirmed with functional testing using a lab sample microcatheter. It was reported that even with increased force, the orbit could not be forwarded through the microcatheter. Continued manipulation against resistance may have contributed to the stretching of the coil. The instructions for use outlines that if unusual friction is noted within the infusion catheter, remove the detachable coil. Based on the available procedural information, no conclusion can be made regarding possible factors contributing to the event; however, based on the analysis of the returned device, there is no indication that the event is related to the manufacturing process.